Event description:
Additional information was received that the device was explanted and replaced fourteen months later. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital after receiving shock therapy. Interrogation of the device revealed a charge time out fault message. Additionally, the device was observed to have reached end of life (eol) 16 months ago. Review of stored device memory revealed that the charge time during the therapy episode was 45.1 seconds, however, the shock did convert the rhythm. Additionally, the patient experienced lightheadedness during the episode. Boston scientific technical services (ts) recommended device replacement. No adverse patient effects were reported. The patient was scheduled to be transferred to another unknown facility for device replacement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.